Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. 20nov2025: additional information was received from the issuer regarding this incident. Therefore an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the first hybrid007d with lot 00535219 was not able to push through the magic. The second hybrid007d with lot 00535219 was a little bit better but not perfect. The magic1,2fm with lot 00606581 was used." Incident report form submitted for this complaint indicates that no patient injury was sustained.